Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they had elected to have surgery to replace the interstim implant which had electrode 2 out. The patient stated they would also replace the battery which was low. The patient noted the produced was scheduled for (B)(6). The patient stated when they discovered the battery was low and needed to be replaced and electrode 2 was out they decided to turn off the device. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined conductors 0, 1, and 2 are broken approximately 4.5 cm from the distal end of the distal segment due to overstress/damage. Conductor 3 is broken at the #3 electrode weld site due to overstress/damage. Conductor wires were broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# v785267 serial# implanted: 2011 (B)(6) explanted: 2017 (B)(6) product type lead continuation of: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they were sending the device back.

Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# v785267 implanted: (B)(6) 2011 product type lead h6: device codes c63048, c63205 pertain to product ID 3058, serial# (B)(4)product type implantable electrical stimulator device codes: c62973, patient codes: c50792, c3429, fdccodes: 92 pertain to product ID 3093-28 lot# v785267 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient was at the doctor¿s office and their device was checked and found to have a low battery, but not depleted yet, and 1 electrode was out so the patient would have to get that replaced too. It was noted that ¿electrode 2 is not firing, and there are 4 electrodes¿. The patient still had issues with urge incontinence and had never been able to get the program that helped with that, so it might not be as effective as it used to and the patient thought it was because the electrode was not firing. It was noted that the patient¿s symptoms did improve since implant, but they just wanted to find the right program to fix the leakage and urgency issues and they still had leakage and wanted it to be perfect. It was also noted that the patient had retention issues and that ¿I have to self cath to empty my bladder, and I noticed this in 2011 after my hysterectomy which was before the implant was put in, and I had to go to the ER because I couldn¿t empty my bladder and that¿s how I found out I had retention issues.¿ it was reported that there were no trauma/falls that could be related to this issue. No further complications were reported/anticipated.